Event description:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("adverse event nos") and unevaluable event ("she lost unspecified organs") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and clinically significant/intervention required) and unevaluable event (seriousness criterion medically significant). The patient was treated with surgery (intervention to remove essure). Essure was withdrawn. At the time of the report, the adverse event and unevaluable event outcome was unknown. The reporter considered adverse event and unevaluable event to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced adverse event ("adverse event nos"). Because of the not further specified adverse event she had an intervention to remove essure. She also lost unspecified organs, regarded as unevaluable event. No further information was provided both events are assessed as serious due to their medical significance and adverse event is anticipated while unevaluable event (loss of organs) is unanticipated according to essure's reference safety information. This case lacks information for proper assessment of the causality. Nevertheless, regarding the fact that adverse event led to removal of essure and unevaluable event possibly arose from this intervention, causality of essure with both events cannot be excluded. This case was regarded as an incident, due to the reported essure removal. Further information has been requested and a product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("adverse event nos") and unevaluable event ("she lost unspecified organs") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and clinically significant/intervention required) and unevaluable event (seriousness criterion medically significant). The patient was treated with surgery (intervention to remove essure). Essure was withdrawn. At the time of the report, the adverse event and unevaluable event outcome was unknown. The reporter considered adverse event and unevaluable event to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-apr-2017 for the following meddra preferred term: adverse event the analysis in the global safety database revealed 11 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced adverse event ("adverse event nos"). Because of the not further specified adverse event she had an intervention to remove essure. She also lost unspecified organs, regarded as unevaluable event. No further information was provided both events are assessed as serious due to their medical significance and adverse event is anticipated while unevaluable event (loss of organs) is unanticipated according to essure's reference safety information. This case lacks information for proper assessment of the causality. Nevertheless, regarding the fact that adverse event led to removal of essure and unevaluable event possibly arose from this intervention, causality of essure with both events cannot be excluded. This case was regarded as an incident, due to the reported essure removal. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.